Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: size 3x6mm is damaged and cs cannot reprocess. Will need replacement to continue using for cases. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the attune fb ps insrt tr sz3 6mm had what appears to be a burn mark on the top left edge. This type of damage is consistent with contact with a heated instrument. Proper handling and adherence to the approved use of the device reduce the risk of failure. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune fb ps insrt tr sz3 6mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the device size 3x6 mm is damaged and cs cannot reprocess. No patient consequences.